Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported waking up and having a film on his pump. The customer stated that he felt damp at the connection of the reservoir and infusion set and that the leak was at the snap cap. The customer stated there were not any leaks in the reservoir. The customer will not be returning the reservoir for analysis.